Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported separations. The reported patient effect is a known inherent risk of the procedure.

Event description:
It was reported that this was an emergent procedure to treat a 99% occluded carotid artery lesion. The decision was made to make a direct carotid stick with no groin access. The accunet embolic protection device (epd) was advanced without issue. The acculink self-expanding stent system (sess) was advanced; however, some resistance was noted with the anatomy. The sess was removed, and dilatation was performed. The sess was re-advanced, and the stent was deployed successfully. The sess was removed without resistance. After the sess was removed, a portion of the filter wire came out with the sess. It was then observed that the filter and approximately 6cm of the filter wire were left in the patient. No attempts were made to retrieve the separated portion of the wire or filter. The patient was confirmed to be stable post-procedure. Sometime after the procedure, the patient experienced a myocardial infarction; however, it was the physicians opinion that this was unrelated to the stenting procedure, and due to the patients pre-existing condition. The physician plans to stent or balloon the separated portion at a later time. No additional information was provided.